Manufacturer narrative:
Device is used for treatment, not diagnosis investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
FDA medwatch voluntary report number (B)(4) was received by regular mail on (B)(4) 2013. Medwatch indicates surgeon and surgical tech attempted to remove a stuck guide wire inside of the 5.0 cannulated drill bit. The attempt was not successful. Surgeon used a second 7.3 cannulated tray for the procedure. Procedure was completed with two 7.3 cannulated screws inserted in patient''s left hip. Surgeon noted that as a result of the guide wire being stuck, guide wire penetrated the femoreal head surface/ cartilage. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Additional event and patient information were received on (B)(4) 2013. Placeholder.

Event description:
Additional event and patient information were received on (B)(6) 2013. There was no reported negative outcome to the patient due to the complaint event. Surgical delay due to complaint event was 10 minutes. This report is for one, 5.0mm cannulated drill bit large qc/300mm. This follow up report is 2 of 2 for complaint (B)(4).